Manufacturer narrative:
Additional information was received that confirmed the control module display was replaced by the biomedical engineer, and the unit has been returned to service.

Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. Ge healthcare technical support made recommendations to the customer. No further information is available on the resolution of this issue.

Event description:
The hospital reported the unit alarmed during pre-use checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.